Event description:
The customer reported erroneous troponin I (access® accutni¿), creatine kinase-mb (ck-mb), and b-type natriuretic peptide (bnp) results, for multiple patients, involving the access® 2 immunoassay system. This report is two of two referencing the event date noted. The customer stated all the erroneous troponin I results were released from the laboratory. There was no patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate access® 2 analyzer, produced lower results either within the same clinical category or within a lower category (such as the normal reference range). The customer stated some amended results would be issued if the laboratory was able to retest the sample within the storage window of two hours, at room temperature. The customer indicated results from samples that could not be retested, due to sample integrity issues, would have a caution statement. The customer was unable to retest some samples to the last acceptable quality control (qc) due to sample integrity issues: the laboratory used the storage guidelines of two hours, at room temperature, for troponin testing. Per the customer, some of the samples were at room temperature for more than two hours. The customer also noted the fluidics tray was pushed against the instrument. System parameters, including calibrations and system checks, were performing within assay and instrument specifications at the time of the event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system check and results were within specifications. The fse performed high sensitivity (hs) system check and noted it failed the no-foam portion. The fse observed bubbles in the wash probes. The fse replaced the stator, rotor, and seal for the wash valve. The fse repeated the no-foam test and results were within specifications. The fse performed a 15-repetition precision test and results were within specifications. The fse verified the repair per established procedures; all results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as several system component replacements resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00143.